Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 660 mg/dl. Reportedly, customer administered a meal bolus that was too small for their needs. Customer administered a bolus via the pump to address the issue and went to the emergency room. Customer was subsequently admitted to the intensive care unit and treated with intravenous fluids of saline and insulin, "bicarb, and medication for nausea". Customer was discharged the same day with the issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy.